Manufacturer narrative:
1038671-2024-00858 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00858 d10: concomitants: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm (B)(6) 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant (B)(6) 204-70-00 - tibial stem ext. Screw (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty, and then experienced revision surgical procedure approximately 60 months after initial implant. Premature poly wear and aseptic femoral loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.